Event description:
The MFR received info alleging a ¿service required¿ alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR¿s service center, a ¿service required¿ code was found and a failure of the active exhalation control module were observed. The device¿s active exhalation control module and sensor pca was replaced to address the issue.